Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose level of 527 mg/dl. The customer's diabetes educator stated that the customer uses an mmt-397 infusion set and last changed his infusion set the day before the event. The programming is correct and troubleshooting was done. The insulin pump passed the fixed prime and there was no delivery alarms in the alarm history. Nothing further was reported.